Event description:
Pt enrolled in the trial, randomized to ultrafiltration. Uf was completed at 1:15 pm. He developed fever, in 2009, blood cultures revealed bacteremia, staph aureus. (Mrsa). Pt was treated with IV vancomycin, single lumen PICC line placed for antibiotic therapy which continued post discharge (two weeks later). Pt discharged to a skilled nursing facility ten days after the original date. Dates of use: 2009. Diagnosis or reason for use: ultrafiltration.